Event description:
The devices were used for a laparoscopic gastric banding that the first trocar shield would not release on entry into peritoneum. A second trocar would not stay locked together. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion: instruments a, and c, were cycled repeatedly and found to be conforming. Instrument b was cycled repeatedly and it failed to arm. Instrument b weld depth was measured and determined to be excessively welded and shewed. Excessive weld and skewness will result in failure to arm or intermittent arming. A review of the welding process has been initiated. Multiseal cap a has a gasket cut of approx 7/32" and cap b is conforming. Comments: co reviews each incident as it occurs in an effort to continuosly improve co's products.